Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis partially confirmed initial findings. The returned stapler 30 reload was visually inspected and found to be missing a staple from the right distal end. The third staple from the distal end was not present, and not returned with the reload. The reload pusher pocket did not show any damage. All other staples were present. There were no additional findings. The root cause for the staple falling from the reload could not be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 reload accessory was analyzed and found that the reload has one staple missing from one of the pockets of the distal end of the reload. The reload was not fired and no cartridge damage was observed. Due to the missing staple, a detached fragment was observed. The missing staple was not returned with the reload. The reload will be transferred to engineering for further review. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, after placing the stapler 30 reload accessory in the stapler, one staple fell out. The procedure was completed with no reported injury.